Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twenty (20) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the ceramic tip damaged and breaking off occurred due to wear and tear, wrong handling or cracks in the insulation material, which are not visible in most cases, caused by the impact of a major mechanical force, e.g. A blow or a fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The tip was found broken during the device evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the ceramic tips on several of his olympus resection sheaths were breaking during procedure preparation. Specific details regarding these events were requested, but no answers have been provided at this time. There was no patient harm reported as a result of these events. This report is related to reports with patient identifiers (B)(6).